Event description:
The customer called to report that the insulin pump gave an alarm after having an MRI. The customer stated that she was wearing the insulin pump during the procedure. Troubleshooting was performed, and the insulin pump failed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to alarms. Unit had cracked case at the display window corners, scratched window and cracked battery tube threads.